Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump could not be charged despite the attempt of multiple cables and power sources. It was reported that the customer left the pump charging over night and it was able to successfully charge. There was no impact to the customer's blood glucose level.